Event description:
The customer's husband reported that at approximately 10 am, his wife gave herself an unknown amount of insulin because the scale markings on the syringe were unclear. They were away from home for the day and she was carrying a single syringe, which had already been removed from its individual package. She needed to take her morning injection and she apparently decided to administer an approximate dose. Approximately 5 hours later, her husband observed taht she did not look well, and then, she told him that she did not know how much insulin she had taken that morning. They did not have a glucose meter with them, but he gave her a piece of candy to see if it made her feel better. When they returned home around 5 pm, she took a blood sugar level and it was read to be 42 on the accuchek meter. She ate and drank something, but approximately one hour later, paramedics were called because she was dizzy and felt faint. At the emergency room, a capillary sample was taken and her blood sugar level read 29. An oral dose of liquid glucose was administered. The attending physician told the husband that his wife probably took a dose of about 70 units of insulin rather than her normal dose of 30 units for that time of day. The woman was discharged to home after approximately 2 hours. Her husband reported that she is home and "feels better".